Event description:
It was reported patient underwent an anterior cruciate ligament repair on (B)(6) 2012. During the repair, the surgeon noticed that there was a metal piece inside of the hole of the screw. He attempted to put in the guidewire, but it would not go into the hole due to the metal piece. Another screw with the same part and lot number was opened and was noticed it had the issue. The surgeon used a hemostat to smooth down the metal piece and then it was successfully implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly. Date implanted - (B)(6) 2012 - second screw implanted. Date explanted - n/a.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications.